Event description:
It was reported that a patient underwent an unknown procedure in 2016 and a hemostatic absorbable sponge was used. The anal sponge was inserted post operatively and due to some form of oversight was left in situ for some fifty hours. This gave rise to infection on top of the patient's other problems. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/23/2020. Corrected information: b1, b2, h1 ¿ this medwatch is not reportable by ethicon, inc. As the importer because this device was not imported into the USA. Therefore, this medwatch report is being voided.